Event description:
The contact at the hospital reported that the physician felt much resistance advancing the enterprise stent ((B)(4)) through the prowler select plus (6062510x/lot unknown) microcatheter during stent-assisted embolization of the left carotid ophthalmic aneurysm. Although the stent reached to the target lesion it could not be deployed when the delivery wire was withdrawn. The surgeon removed the stent and its delivery wire and changed to a new stent and microcatheter to complete. There was no report on patient injury. Upon initial contact the enterprise was available for return. The prowler select plus is not available for return. There was no significant clinical delay due to the issue. Nothing unusual about the device was reported prior to use. An adequate continuous flush was maintained through the catheter. There was no difficulty introducing the microcatheter over the guidewire prior to the attempted use of the device. No other device went through the same microcatheter. The catheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the device. The deployment of the device was attempted by pushing it out of the end of the microcatheter. The device had not been recaptured.

Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.